Event description:
Pt's physician called stating that the pt had been hospitalized and put on IV insulin for diabetic ketoacidosis after experiencing flu-like symptoms for approx a week. The pt had an elevated white blood cell count and the dr suspected an infection. The dr requested that the pt received assistance in restarting her pump therapy.